Event description:
It was reported that when the device was used during a hemicolectomy procedure, the device did not completely cut or staple the anastomosis. Another device was used to complete the case. There was no consequence to the patient.